Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was receiving hydromorphone 0.2mg at 37ml per hr. And noticed the secondary infused into primary of d51/2 normal saline with 20 meq kcl. No harm to patient reported.

Manufacturer narrative:
The customer¿s report of the secondary back flowing into the primary was confirmed. The primary set was visually inspected and no anomalies were noted. The check valve was visually inspected under magnification; it was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Disassembly of the check valve part resulted in discovery of a 0.0188¿ long acrylic particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.